Event description:
During the atrial tachycardia procedure, a fiber like substance was noted upon removal of the non-abbott device from the sheath. The fiber was noted to be from the non abbott device, not the agilis. The spline part of the non-abbott device was stiffer than the catheter and its possible that it was rubbing inside of the sheath when pulled out. The procedure was completed without replacing the device and there were no adverse consequences to the patient. There were no fibers left inside the patient and no intervention was required.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A clear string-like material was also returned. The sheath was dissected and sections of the jacket liner from the interior of the sheath were found torn and delaminated in long narrow strips throughout the sheath, which is consistent with the reported event. Information from the field indicated the reported issue occurred after a non-abbott catheter was inserted into the sheath. Additional analysis confirmed the jacket liner damage was consistent with a gouge by another device inserted through the sheath; also, the clear string-like material returned for analysis matched the delaminated section of the agilis inner lumen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner tears remains unknown.